Event description:
A customer reported to baxter corporate product surveillance a vented continu-flo solution set in which the tubing was cut and the medication leaked out. According to the report, the cut was noticed after being used with a sigma pump. The reporter stated that the two cuts in the tubing may have been due to the door of the pump being closed on the set. The event occurred during use as they were setting up the infusion. There was patient involvement, but there was no report of patient injury, medical intervention or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual inspection identified two cuts in the tubing approximately 42 inches below the drip chamber. The sample was attached to an in-house 1000ml solution bag and re-primed. This showed that both cuts leaked. The reported condition was confirmed. The root cause was not determined.